Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the egm showed some pacer spikes were capturing, and some were not. Loss of sensing and pacing on t-waves were also noted. The physician suspected the chronic rv lead was not in a good position under x-ray, and determined this was causing the capture anomaly. The patient had a syncopal episode and was intermittently having polymorphic vt. The patient was admitted to the hospital. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure and did not have any more vt.